Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in tubing. The customer states they have changed their infusion set twice, but the air bubble is still present in between the two rubber gaskets. The customer's blood glucose at the time of incident was 548mg/dl. The customer treated high blood glucose with manual injection. Troubleshooting was not conducted due to customer not having the time. The reservoir is being replaced and returned for analysis.